Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use. There has been no harm or injury due to the reported problem. A philips service engineer inspected the system onsite and confirmed that the system does not make x-rays. Review of log file revealed ippc failed to boot up. The 8 status leds on the back were off, indicating that there was a problem on the pc's motherboard. Intermittent disk boot and power-on failure was found in ippc (image processing pc). Fse replaced the ippc in the system. Additionally, image disk was formatted, and operating performance verification were performed. Post repair action, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not make x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.